Event description:
The vessel sealer was being used and we received an error message that the blade was exposed. You could see the exposed blade. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Will email intuitive on issue and request credit.